Manufacturer narrative:
Investigation summary: this complaint is for leaking phoenix ap ast indicator (246006) as well as a missing bottle label for batch 0352185. The customer provided photos for investigation. The photos showed indicator leakage on the outside of the bottle as well as a missing label on the one indicator bottle. Due to the photos provided, this complaint is confirmed for leakage and a missing label. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on this batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using bd phoenix¿ ap ast indicator solution missing label information was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer found a bottle without a label that was also leaking upon unpacking."